Manufacturer narrative:
A site representative reported that the system made a "clunking" noise while taking a 3d spin. The exam appeared as expected, was navigated and used for the case. After the spin, the system was unable to fully open. The site had to "pry" the system open. There was no patient impact reported and no delay in surgery . Surgery proceeded as planned. After the case, the site tested the system's gantry which was able to fully open and close although it continued to make unusual noises. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the issue was not able to be reproduced. The medtronic representative was informed that during the event, the rt had the gantry lifted against the patient arm tray and believes this may be why the rotor made sounds during the spin and why the door wouldn't open. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the system made a "clunking" noise while taking a 3d spin. The exam appeared as expected, was navigated and used for the case. After the spin, the system was unable to fully open. The site had to "pry" the system open. There was no patient impact reported and no delay in surgery . Surgery proceeded as planned. After the case, the site tested the system's gantry which was able to fully open and close although it continued to make unusual noises. An onsite inspection was scheduled for a later date.